Manufacturer narrative:
Investigation revealed that there was no system malfunction. When comparing the placement of screws with the intended plan, it was noted that all of the screws are misplaced compared to the intra-operative plan; this is indicative of a registration shift rather than skiving. Registration shift can occur during the intra-operative registration process or following a shift of the drb during the operation. The user reported that an anatomical landmark check was performed following the intra-operative spin without issue, indicating that the registration was accurate at this point in time. Investigation of the logs showed that the surveillance marker was not paired to the drb during the case. If the surveillance marker is not paired to the drb, the software is unable to detect and alert the user of potential shift of the drb during the case. Before proceeding with navigation, the user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity. Additionally, the user acknowledges that the use of a surveillance marker can reduce registration shifts. The cause of the reported issue was traced to user technique.

Event description:
It was reported that a revision surgery was needed to remove and replace misplaced screws that were placed using the excelsius gps system.